Event description:
Healthcare professional (hcp) reported pt receiving hemodialysis on meridian device and approx 1/3 of the way into the treatment, hcp noticed the pt was gaining weight instead of weight being removed. Hcp discontinued treatment on this meridian and restarted therapy on another meridian device. Pt weight following treatment was slightly over target dry weight. Pt tolerated treatment without adverse signs and symptoms. No medical intervention was indicated in the report. Hcp stated no pt injury resulted from this event.